Event description:
It was reported that customer experienced occlusion alarms over the last couple of weeks, with multiple similar events occurring while using infusion set model autosoft90 6mm 60cm and an in-use cartridge that had not exceeded 48 hours. There was no adverse impact to the customer¿s blood glucose level. Customer resolved each event by changing infusion set and cartridge and then resuming insulin delivery, and technical support confirmed that no additional assistance was necessary and closed case.